Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 on their scs system. The patient had difficulty charging their ipg due to their obese size. The patient grew frustrated and discontinued charging the ipg, leading to it becoming inoperable. The patient had the system explanted and replaced with a primary cell to address the recharging concerns.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention at the ipg site. No additional information was made known to the manufacturer.